Manufacturer narrative:
The pod was thoroughly evaluated and no evidence of any malfunction or mfg deficiency was found that would have directly caused or contributed to the customer's high bg levels. An air bubble, however, was found within the pod's insulin reservoir - this typically occurs when air is introduced into the pod during the fill process and is not related to any mfg process issue or product defect. The omnipod user's guide instructs users on proper filling technique and includes the following warning: "never inject air into the fill port. Doing so may result in unintended or interrupted insulin delivery." Interrupted insulin delivery has the potential to result in high blood glucose levels. "User error", therefore, is considered to be a contributing factor to the customer's reported high bg levels. Insulet has initiated an internal investigation to determine if marketing can improve education and training related to this topic. The investigation is in-process as of the date of this report. Note: the pod was received with the needle fired and the cannula fully extended. The needle mechanism was thoroughly evaluated and no issue was noted that would have resulted in a deployment issue.

Event description:
The customer reported that she was experiencing a high bg level (292mg/dl) and applied a new pod. Nearly a half-hour later, her levels had risen to 338mg/dl. Her bg's continued to rise and had reached 447 mg/dl three hours after the pod was activated. A manual insulin infection was administered and she was going to check her levels after an hour. The pod will be returned for investigation. Note: the customer noted that she "did not feel the needle go in and thinks the cannula never inserted" since her bg levels continued to rise.